Manufacturer narrative:
Please note the event date is (B)(6) 2011 as the exact date of publication is unknown. Please note that this report represents notification of one separate event/product involving cerebrovascular accident/cva from a literature review source and for which specific patient information was not available. (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of one of three reports from the same literature article. Please reference MFR. Report # 9616099-2014-00489; # 1016427-2014-00089; and # 1016427-2014-00090.

Manufacturer narrative:
A literature search noted an article: flow impairment during filter-protected carotid artery stent placement: frame-by-frame evaluation of digital subtraction angiography images. The article indicated that there were five (5) cases of slow flow that required aspiration, two (2) cases of slow-flow that did not require aspiration, and four (4) cases of stop-flow that required aspiration in the study involving angioguard embolic protection devices. Adverse events were captured as: ischemic events were classified as transient ischemic attack in two patients, reversible ischemic attack in one patient, and minor stroke in one patient. All of the four ischemic events occurred in carotid artery stent/precise (cas) placement without aspiration.the products are not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot numbers are not available.the events of hypoperfusion, and cerebrovascular accident are known complications of carotid artery stenting procedures and are listed in the IFU as such. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.this is one of one of three reports from the same literature article. Please reference MFR. Report # 9616099-2014-00489; # 1016427-2014-00089; and # 1016427-2014-00090.

Event description:
A literature search indicated that: as noted in the publication by sorimachi et al flow impairment during filter-protected carotid artery stent placement: frame-by-frame evaluation of digital subtraction angiography images, world neurology 76 (2011) 282-287. The article indicated that there were five (5) cases of slow flow that required aspiration, two (2) cases of slow-flow that did not require aspiration, and four (4) cases of stop-flow that required aspiration in the study involving angioguard embolic protection devices. Adverse events were captured as: ischemic events were classified as transient ischemic attack in two patients, reversible ischemic attack in one patient, and minor stroke in one patient. All of the four ischemic events occurred in carotid artery stent/precise (cas) placement without aspiration.